Event description:
It was reported that pump battery appeared to deplete too quickly, based on an email from customer. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no event date or timeframe was provided, and technical support was unable to confirm battery issue or take further action.